Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No: lens remains implanted. (B)(4) method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.0/+1.0/x092 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens had a low vault and lens rotation. The surgeon is planning to explant the lens. The lens remains implanted.

Manufacturer narrative:
Lens exchanged, problem resolved. Explanted date (B)(6) 2015. (B)(4). Device evaluation: product evaluation found the lens returned dry in the lens container, but there is clear surgical residue/debris on product. Visual inspection found haptic torn/broken/bent/deformed. (B)(4).